Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited an "emergency battery error" notification even though the driver was connected to wall power overnight. The companion 2 driver was returned to syncardia for evaluation. The root cause of the "emergency battery error" alarm was the emergency battery. Testing of the emergency battery revealed a cell imbalance that caused a permanent fault, rendering the emergency battery inoperable. The emergency battery was replaced, and the companion 2 driver passed all final performance testing.

Manufacturer narrative:
This failure mode poses a low risk to a patient, because the issue was observed when the driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.